Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon interrogation, battery longevity discrepancy was noted. It was stated that the estimated longevity was 2.3 years during previous check on (B)(6) 2018 and now the device estimates about 4.7months to eri. Review of session records revealed that the programmer longevity estimate was inaccurate at that time due to the midlife battery longevity issue. No intervention was performed. The patient was fine before, during and after the event and will continue to be monitored.